Manufacturer narrative:
The device was returned and evaluated. The reported leak was confirmed and the lock lever cap was observed to be offset. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified offset lock lever cap. The offset lock lever cap appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds), water leaked from the lock lever cap, the cap had not been loosened; the leak continued. The cds was not used. No damage was noted to the device. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.